Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert, and the device battery was suspected to be depleting prematurely. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.